Manufacturer narrative:
The referenced (B)(6) 2017 gi bleeding event was reported under medwatch MFR report #2916596-2017-01427. (B)(4). Approximate age of device ¿ 46 days. The patient remains on lvad support. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2017, the patient experienced lower gastrointestinal bleeding. The patient's anticoagulation medication was held and 5 units of packed red blood cells were transfused. The specific site of bleeding was not provided; however, it was reported that one endoclip was placed. The gi bleeding reportedly had resolved by (B)(6) 2017 without adverse sequelae. No additional information was provided.